Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported pdm reset issue, hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported by the patient's mother that 2 weeks ago the patient had to seek medical attention because of high blood glucose levels. The patient woke up vomiting the next day. The patient's mother stated that they had a personal diabetes manager (pdm) error and the error never reset so the patient could not activate a pod. They ended up going to the emergency room for help. The patient was treated with insulin and fluids. The patient was there from (B)(6) 2021 to (B)(6) 2021.